Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated they are not urinating with the stimulator at all during the day. Then they urinate every 2 hours at night starting from 8pm. The patient increased stimulation and when they "crank it up" it is so painful and they feel like the right side of the buttocks has a pulled muscle and hurts to sit down. The patient's vagina also hurts a lot. The patient stated their hcp told them it was okay to resume exercising 3 weeks after implant and the patient did so. Patient exercises, lifts weights, does leg raises, and bikes and one day, after exercising, they were getting their hair done and felt a lot of pressure down there. The patient asked if the implanted device could become damaged. Agent recommended patient decrease stimulation or turn therapy off if it is contributing to or causing pain. Patient wants to get the interstim removed. Patient was redirected to follow up with managing physician.

Manufacturer narrative:
Date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.